Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported inflammation/irritation, jaw discomfort, infection, pain, caries/decay, dental work, and sensitivity.